Event description:
It was reported that the mother mentioned that a leak could be possible, but she was not sure since her son does all the insulin pump handling alone. Troubleshooting could not be performed as customer or family could not be reach. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.